Manufacturer narrative:
The customer requested the field service engineer (fse) to troubleshoot the issue. The fse drained and refilled the water bath, cleaned the cuvettes, and replaced the aero/c8k cuvette dry tip. An assay precision run was then performed on three levels of quality control and were found to be within specifications. A contaminated/dirty cuvette dryer tip was identified as the likely cause of the imprecision issue. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the cuvette dry tip was replaced. The architect system operations manual provides adequate information, troubleshooting, and component replacement procedures concerning erratic/ discrepant results, including, but not limited to, the troubleshooting which includes replacement of the cuvette dry tip. Review of historical quality metrics revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. Based on the investigation performed, neither a deficiency nor a malfunction was identified. The issue was resolved through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred. Therefore, the conclusion code was corrected to (B)(4) in evaluation codes. The device failed to meet performance specifications or otherwise perform as intended at the customer site.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that magnesium imprecision was observed on the architect c4000 analyzer. Patient #2: initial result of 7.4 mg/dl retested at 2.44 mg/dl on a different architect analyzer and 2.49 mg/dl on the same architect analyzer. No adverse impact to patient management was reported.